Manufacturer narrative:
The system was in control for ethanol test. Reaction monitor data had abnormal high od after each reaction addition, which is a characteristic of cuvette overflow. Customer stated when the cuvette is cleaned after overflow, urine ethanol results report correctly. A bci field service engineer (fse) repaired a loose connector. Fse replaced vacuum tube. Fse performed qc test that failed. Repeated the test with new co2, however the test failed again. Fse replaced the cracked cuvette, adjusted and aligned the unit.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four erroneous detected urine samples (17-33 mg/dl) generated by (B)(4) chemistry analyzer. Upon confirmation none were detected. The patient results were reported out of the laboratory. Unknown if patient treatment was administered or withheld.